Manufacturer narrative:
The anesthetic is a supplied item and the complaint notification was forwarded to the supplier. Batch record review performed by the supplier for lidocaine lot # 53432dk revealed no discrepancies that may have contributed to a complaint of this nature. The results of potency testing during final release met specification. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. The complaint could not be confirmed.

Event description:
It was reported that during use of a portex® spinal anesthesia tray there were issues with the drug lidocaine.